Event description:
Patient implanted with bc craniofacial distractor body on (B)(6) 2010. Patient was fully distracted when the tip of the distractor broke off. Hardware will be explanted in six weeks, (B)(6) after bone healing has consolidated.

Manufacturer narrative:
Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.